Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch was received on (B)(6) 2019 with the following information: on (B)(6) 2018, an a1114 mayfield infinity skull clamp was used on a (B)(6) female patient during a procedure. The patient's head jerked downward and a loud click was heard coming from the mayfield headrest. The patient's head came loose during procedure. Close inspection was done of the mayfield and all locks were secured in place. The procedure continued and concluded without further incident. Additional information received on (B)(6) 2019 stating that it was used during a right occipital ventriculoperitoneal shunt placement procedure. There was no patient injury or delay noted. The procedure continued and concluded without further incident. The patient was discharged.

Event description:
N/a.

Manufacturer narrative:
Repair only received the skull clamp with the triad rocker arm that is missing one of its pin carrier assemblies. The rest of the a1114 was not sent in. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, unit will function properly. The device history record showed no abnormalities related to the reported failure. The reported complaint was not confirmed. The definite root cause cannot be reliably determined. Device identifier: (B)(4).